Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. The device passed rewind test, basic occlusion test and displacement test, but was unable to prime at 2.5 lbs during prime test, due to faulty gold force sensor resistor. No unexpected numbers ramping or scrolling occurred during testing. The insulin pump was also received with cracked lcd window, cracked case at display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 315 mg/dl. The customer was caught in heavy rain and the pump got wet, leading to the alarm. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.